Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient has been experiencing an increase in seizures. It was noted that the patient suffered a fall and sustained a laceration to the face. The patient was taken to the hospital. There was no medication changes. The notes indicate that the patient's device could not be interrogated after several attempts. It was noted that the device was last interrogated on (B)(6) 2013 and was successful. The note indicate that the increase in seizures is related to the generator battery being completely depleted. The patient underwent generator replacement. It was reported that the explanting facility does not return explanted devices for analysis. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Review of the internal generator source code data and available programming and diagnostic history.

Event description:
The physician reported that the increase in seizures was due to the battery being depleted and that the increase was below the patient's pre-vns baseline frequency.

Event description:
Additional information was received stating that the vns patient¿s device, despite several attempts, could not be interrogated prior to replacement surgery while the patient¿s replacement generator was successfully interrogated. Using the generator battery longevity table at the patient¿s last known programmed settings on (B)(6) 2013, the approximate battery life from beginning of life (bol) to end of service is >10 years. Review of the decoder data showed battery consumption was occurring at a normal rate through (B)(6) 2011.